Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The hp confirmed that they properly tightened the connection with the solution bag. There was no damage or leak noted on the supplies and solution bag. Renal therapy services (rts) had the caregiver (cg) disconnect the hp using aseptic technique. The cg would contact their peritoneal dialysis registered nurse regarding the issue. Proper procedure per the user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.